Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. In 2008, the patient was found to have developed a small area of mesh erosion. The surgeon plans to trim the mesh in the operating room in the near future.

Manufacturer narrative:
Date sent to the FDA: 02/15/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.